Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. The customer was mentioned that they wants to put in her blood glucose on her insulin pump so that it could compute a bolus amount for her but it was not showing the right screen. Customer stated that the doctor programmed it on monday, but the bolus wizard settings were not programmed on the insulin pump. Advised customer that they needs to programmed the insulin pump first. Customer declined the troubleshooting for high blood glucose level. The device will not be returned for analysis.